Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a post-operative evaluation revealed screws loosening in the pubic symphysis construct. The decision was made to revise the construct. The revision procedure was completed without complication. This report is for 1 screw. This is report 4 of 4 for (B)(4).